Event description:
The customer reported an intermittent overvoltage error message. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were evaluated and reseated. The system was tested and found to be working as intended and returned to service.